Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the device would not pass cavity integrity assessment. After multiple unsuccessful attempts to pass cavity integrity assessment, while utilizing the IFU, the doctor decided to abort the procedure. The physician performed a hysteroscopy and viewed the cavity. A perforation was not confirmed, however hologic representative mentioned a potential perforation, yet this again is unconfirmed. No additional details available.